Event description:
It was reported that a dissection occurred. A patient experienced a renal artery dissection, potentially associated with the use of the 7 fr guidezilla ii guide catheter. The physician confirmed through live fluoroscopy imaging that a non-boston scientific catheter was not introduced into the inferior branch of the right renal artery. Only the guidewire and guidezilla ii catheter were placed in the inferior branch, where the dissection occurred. The physician suggested that the likely cause of the dissection was the force applied by the 7 fr guidezilla ii guide catheter as it navigated the area where the inferior branch curved upward. Following an unsuccessful angioplasty with a 2.5 x 15mm emerge balloon catheter to treat the dissection, the dissection was treated by placing two boston scientific synergy xd drug-eluting stents. The first stent, a 3 x 8mm synergy xd des, was placed in the inferior branch of the right renal artery, while the second stent, a 4 x 12mm synergy xd des, was positioned from the proximal portion of the inferior branch into the main branch of the right renal artery. The procedure was completed, and the patients condition remained stable. They were subsequently transferred to the recovery area and discharged on the same day.